Event description:
It was reported that during a follow up visit, the health care professional (hcp) called technical services (ts) and requested review of this pacemaker device presenting electrogram (egm) due to possible loss of capture (loc) on the right atrial (ra) lead. Upon review, the right atrial auto threshold (raat) test showed fusion beats and loc on the ra lead. Ts discussed troubleshooting options with the hcp. The pacemaker and ra lead remain in service. No adverse patient effects were reported.